Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated and low blood glucose (bg values not provided). Customer reverted to using an alternate method for insulin therapy. Contact declined to provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.